Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, at the moment of extracting heparin to connect extracorporeal circuit, a leak of heparin and blood that is less than 150 ml in the catheter's venous port was observed. There was no reported patient injury.